Event description:
Pump (universal irrigation console), would not turn off and continued to irrigate in pt's knee. No injury to pt sustained but excess amount of fluid was pumped into the knee cuasing swelling of area. Could not be drained or suctioned off - wait for absorption to occur. At this point not sure if problem is with the pump (new as of 2/02) or with the tubing.